Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unspecified complications associated with mastectomy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction with two 375 cc mentor memorygel breast implant prostheses and experienced unspecified complications related to bilateral mastectomy postoperatively. As a result, the patient underwent bilateral removal and replacement with two 375 cc artoura breast tissue expander prostheses (catalog #: smxp120rh, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. At this time of report, it is unknown as to why the patient underwent the revision surgery. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.